Event description:
On 04/10/08, the sales rep reported that during surgery, the driver would not work. The driver was stripped. No harm to the pt. Additional info received on 05/02/08 via telephone, the sales rep reported that the surgeon used other instruments that were in the hosp to finish the case as intended since both drivers did not function. There was a one hour surgical delay.

Manufacturer narrative:
Request has been made to obtain the product. Evaluation is pending upon the return of the product.